Event description:
The device was used during an lar (low anterior resection). Reportedly, the staples were missing. The surgeon applied another device to complete the procedure. The hospital has reported that no patient injury occurred.